Manufacturer narrative:
Galvo error appearing on the display. Emission mode "virtual basket" turning off without touching the screen. Delay between laser emission and footswicth pressing. We are not aware of the root cause. We are unaware about operator/patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.